Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020, that a flexiva ID 200 laser fiber was used in an ureteroscopy procedure in the kidney for the stone performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 50 watt laser console. According to the complainant, during the procedure, after 5 minutes the laser fiber tip wore down very quickly and the sheath started to fray. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event..